Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and cracked near the display window corners. The device had constant motor error alarms during the rewind due to a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms.

Event description:
It was reported that her husband went through an MRI, and the device is alarming motor error. The blood glucose reading was 137mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The wife called back next day and stated that after troubleshooting, the customer was advised to revert to back up plan. The caller stated that the customer treated his blood glucose with an injection for a different medication and he delivered 200 units of insulin instead of 2 units, they had to rush to the emergency room. The blood glucose at time of his admission was 42mg/dl. No further information was provided.